Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile app due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received indicates the physician was already planning on upgrading the patient from a dual chamber to biventricular device so no troubleshooting was performed to repair the device. The device was explanted and replaced. The new device paired with no issues. The patient condition was unknown.